Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels were above 250 mg/dl. The patient's daughter reported that their personal diabetes manager (pdm) would not turn on and they believed the pod was longer delivering insulin. The patient began feeling dizzy and was taken to the ER. The patient was treated with "medication for high bg," but specific treatment information was not provided.